Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent a revision procedure wherein an MRI compatible ipg was implanted and was doing well postoperatively. The explanted ipg was discarded by the facility.